Event description:
It was reported that p-wave oversensing was observed on the device. No intervention was performed to resolve the event as the patient was implanted with a pacemaker. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.